Manufacturer narrative:
(B)(4). Reporter number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit on the electric pen drive device did not function and rotated upon handswitch release. It was further determined that the device failed pretests for check function with foot pedal, check function with test hand switch and check function and direction of rotation. It was noted in the service order that the device was faulty. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly